Manufacturer narrative:
The technician found the bearing in the brake mechanism was broken. He replaced the brake mechanism assembly to repair the bed.

Event description:
The complainant indicated that the brake is not holding on the bed.